Event description:
The surgeon was performing a partial knee arthroplasty case using the robotic arm interactive orthopedic system (rio) and restoris multicompartmental knee implants. The surgeon inserted the tibial onlay insert component with no effort. The surgeon then waited until the cement for the cemented components cured before removing the insert for verification. After cement curing was complete, the surgeon confirmed the size of the part was incorrect. A second component from the same lot was opened, which also contained an incorrect part. A third component was opened from a separate lot and was confirmed to be the correct part. This component was then subsequently implanted by the surgeon. The surgeon used the rio to check depth, and the cut appeared to be 1mm deep in the anterior portion and 3mm deep in the posterior portion. The surgeon used a rongeur to complete the resection. He then made a final pass using the rio burr to smooth the cut. The surgeon implanted a 10mm thick tibial insert, and was happy with the result of the case. Total hip arthroplasty using the robotic arm interactive orthopedic system (rio) in a direct anterior configuration. After impacting the acetabular cup component, the rio provided a value of 2 mm for cup proudness. When the surgeon removed the impactor shaft from the cup, he noticed the cup was loose. Impacting the cup a second time failed to resolve the issue, so the surgeon elected to use a larger cup. After seating the second cup, the surgeon attempted to secure the cup with screws, which then caused the cup to become loose. The surgeon then aligned and seated the cup manually, and secured it with two screws. He then checked cup placement using the rio and inclination value was off plan by about 18 degrees.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation has been conducted with regard to this event. The onlay insert part initially used in surgery was identified to be the incorrect part number (p/n 180703-1) and lot number. This incorrect onlay insert was not used to complete the procedure. During the packaging process at millstone fall river, a process container of twenty-five (25) units was accidentally swapped between a lot of onlay parts, p/n 180703-1, lot #12201013 and the onlay lot in question p/n 180704-1, lot# 12151013-1. No suspected onlay inserts from lot# 12151013-1 have been implanted into any pt. Additional investigation is ongoing to determine the root cause(s) of the accidental swap between the process containers that occurred at the (B)(6) facility. Of the event has been initiated at mako surgical. The investigation is currently ongoing. Results are not currently available at this time. A supplement will be submitted as soon as the investigation has been completed.